Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump and manual insulin injection. Customer cleared the alarm and resumed insulin delivery.